Manufacturer narrative:
An event regarding pain involving a trident shell was reported. The event was confirmed through review of the provided medical records and x-rays by a clinical consultant. Method & results: device evaluation and results: not performed as product was not returned. Medical records received and evaluation: a review of the provided medical records and/or x-rays by a clinical consultant indicated: diagnosis: hip pain, not further detailed by type or localisation, occurred at 7-years post securefit with trident arthroplasty as caused by either trochanteric bursitis due to increase in hip offset after arthroplasty or caused by iliopsoas impingement as contributed by cup malposition in absent anteversion. Surgical intervention was not required at this time and complaints disappeared after several years of conservative treatment. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusion: the investigation concluded that pain was caused by either trochanteric bursitis due to increase in hip offset after arthroplasty or caused by iliopsoas impingement as contributed by cup malposition in absent anteversion. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Seven year postop, patient noted that she is not satisfied and attributes her pain to the hip replacement surgery. Prior to this, adverse event was reported on (B)(6) 2011 of bursitis.